Manufacturer narrative:
Device was evaluated by simulated use testing and found energy storage system problem in the em assembly. Device was repaired and returned to the customer.

Event description:
The cryo-cs system went down in the middle of a case. System had been set-up and tested when it went down. Could not get the system back up and running. Cryotherapy procedure was aborted and the doctor switched to a partial nephrectomy.